Event description:
Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain; moderate amount of slightly brown yellowish intracapsular right hip fluid; moderate amount of fibrinous capsule and tissue pericapsular; trunnion had some slight wear. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Litigation alleges patient had pain, disability and excessive levels of chromium and cobalt after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.